Manufacturer narrative:
(B)(4). Evaluation, results: (source of endoleak is unknown), (endoleak). Conclusion: (source of endoleak is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 14 weeks ago. Vessel morphology was not reported. It was reported that the patient presented with a type 2 or 3 leak (ref MFR. # 2953200-2011-01330, 01331); therefore the physician was going to reline the previously placed grafts with a new one. Another manufacturer's bare metal stent was in place to reinforce the proximal portion of the graft. The physician attempted to place a (B)(4) but the nosecone kept getting caught at the other manufacturer's stent segment and therefore the device would not go over the aortic arch. The physician tried to balloon the previously placed graft and then tried the talent device again without success. The device was removed from the patient. The delivery system did not kink. The physician then placed another manufacturer's device, which navigated through the arch successfully. Internal review of several still angiographic images was inconclusive; although it appeared that there may be a bovine arch and fabric was covering the subclavian artery. No clinical sequelae were reported and the patient is fine.